Event description:
The patient called lifescan (lfs) in 2005 and alleged that his meter was reading inaccurately high. The patient performed a meter to lab comparison. The lab result was 103 mg/dl. There were two different results reported from the patient's meter, one was 105 mg/dl and another was 122 mg/dl. The tests were performed within 10 minutes. The patient also stated that he performed a meter-to-meter comparison with two results of 198 and 149 mg/dl taken 12 minutes apart. The patient contacted his medical professional for advice. Treatment was reported as "none". The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were correct. The patient did not have any control solution to test. A replacement meter has been sent to the patient.